Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the reported symptoms it cannot be concluded that the events/clinical reactions (elevated cobalt chromium levels, muscle tendon tear, pseudotumor, and corrosion) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to material in use, abnormal motion over time, alignment and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Us legal. It was reported that, after a left thr on (B)(6) 2012 due to osteoarthritis, plaintiff has experienced an implant mechanical failure, significant elevated cobalt chromium levels and an MRI showed an abductor muscle tendon tear. A revision surgery was performed on (B)(6) 2021 where it was found a pseudotumor engulfing the abductor muscle, after a debrided there was a large disruption of the entire muscle and it was noticed the femoral component down to the acetabular component and corrosion at the modular neck to stem interface. The r3 3 hole acet shell 56mm remained and was not explanted. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).